Event description:
It was reported that, "revision surgery. Patient had a fall and fractured her acetabulum. Did not want surgery but hip dislocated and finally, the patient consented to surgery."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as patient retained explants. If additional information becomes available, then it will be submitted in a supplemental report.